Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Our field service engineer observed failed pressure transducer tests and an airway pressure instability. He found that the expiratory valve coil was faulty and returned it for investigation. A visual inspection of the returned expiratory valve showed that the wires to the expiratory valve connector had been pinched, most likely causing a short circuit and the reported issues. The evaluation of received device logs confirms the reported test failures. When tested in the reference ventilator, several pre-use checks passed and simulated use test ventilation ran during for 7 days without any deficiency noted. A pinched/damaged expiratory valve cable may result in a (intermittently) malfunctioning expiratory valve due to electrical short circuit and, by extension, to inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The conclusion in this matter is that the reported pre-use check failures most likely were caused by a pinched and short circuit expiratory valve coil cable.

Event description:
Manufacturer ref.#: (B)(4).